Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms associated with bradycardia. It was also reported that the right atrial (ra) lead exhibited a lead warning for high impedance. The ra lead was programmed off and remains in use. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.